Manufacturer narrative:
Per tandem's t:flex user guide: "humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned to manufacturer.

Event description:
It was reported that the customer had been experiencing elevated blood glucose levels (200-300's mg/dl) with ketones. At the time of the report, the customer's blood glucose level was 375 mg/dl. It was reported that the customer bolused with the pump to lower blood glucose level. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected. Reportedly, the customer changes the cartridges and infusion sets on day 3 of use. During a follow up on (B)(6) 2015, the customer's blood glucose level decreased to 269 mg/dl and customer's clinical diabetes educator recommended that a manual injection be administered.